Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s family member that the patient discovered a fluid leak after treatment was canceled. The patient first encounterd a drain complication message followed by multiple air detected in the cassette messages during drain 2 of 3. Fluid was found leaking from inside the cassette door in the pump module area when the patient was removing the cassette after treatment was canceled. There was no fluid on the exterior of the cassette. The caregiver was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Manual treatments were performed until the new cycler arrived. The patient has received a new cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s family member that the patient discovered a fluid leak after treatment was canceled. The patient first encounterd a drain complication message followed by multiple air detected in the cassette messages during drain 2 of 3. Fluid was found leaking from inside the cassette door in the pump module area when the patient was removing the cassette after treatment was canceled. There was no fluid on the exterior of the cassette. The caregiver was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Manual treatments were performed until the new cycler arrived. The patient has received a new cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s family member that the patient discovered a fluid leak after treatment was canceled. The patient first encountered a drain complication message followed by multiple air detected in the cassette messages during drain 2 of 3. Fluid was found leaking from inside the cassette door in the pump module area when the patient was removing the cassette after treatment was canceled. There was no fluid on the exterior of the cassette. The caregiver was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Manual treatments were performed until the new cycler arrived. The patient has received a new cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.